Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line tubing separated at the luer lock while the customer was jogging. There was no impact to the customer's blood glucose level. The customer would load a new cartridge and resume insulin delivery.